Event description:
A customer reported to baxter (B)(4) a microbore catheter with onelink needle free connecter which malfunctions. According to ther report, when the extension set is connected to an IV, and the user slides the collar down, a hard plastic piece is left which protrudes and has caused the loss of several peripheral IV's. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient.